Event description:
It was reported that during a breast biopsy, unable to pull the cores into the collection chamber. Completed the biopsy using a core needle biopsy system.

Manufacturer narrative:
Date sent: 10/18/2007. Evaluation summary: the device was returned in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. No anomalies were noted with the vacuum and cutting functionality of the device. The probe was fully functional and conforming to manufacturing requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.